Event description:
Analysis of the generator was previously completed on (B)(6) 2012, but mistakenly not included on the previous report. Analysis found the generator performed to specifications and no anomalies were found. Additional information was later received as an implant card indicating the reason for replacement was "lead discontinuity" and "prophylactic generator replacement". The lead impedance following the surgery was noted as "ok".

Event description:
It was reported that the vns patient was scheduled for a lead revision due to high impedance. Additional information was received indicating that surgery to replace the patient's lead as well as replace the patient's generator prophylactically has occurred. The explanted products have been returned for analysis. Analysis of the lead has been completed. The electrode portion of the lead was not returned. A discontinuity was observed in the negative coil and a partial discontinuity was observed in the positive coil at the same location however the discontinuities appear to be related to electrocautery being used during surgery. Based on the pitting present at the site of the discontinuities, it is likely that the discontinuity was present with stimulation for some time. It is unknown whether the electrocautery damage occurred during the previous generator replacement on (B)(6) 2011 or at the recent replacement surgery on (B)(6) 2012. The generator is still undergoing analysis. Attempts for additional information have been unsuccessful to date. No adverse events have been reported.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently indicated that the "generator is still undergoing analysis" however analysis had been completed at that time.

Manufacturer narrative:
.